Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump suspended delivery due to a dead battery. It was also reported that there was nothing on the screen to indicate suspension as well as no warning alert. Customer's blood glucose levels were not included in the report. Nothing further was reported.